Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the pump alarmed " no cassette" during the infusion of veletri. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.